Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): precautions for cases where endoscopic images disappear unexpectedly or freeze cannot be released. The following precautions should be strictly observed. There is a possibility that endoscopic images may disappear unexpectedly or freeze cannot be released during an examination, resulting in failure to obtain normal images. The video connector should be connected to the video system center in a sufficiently dry condition, including the electrical contacts. In addition, make sure that the electrical contacts are free of dirt before connecting. Use of the equipment with wet or dirty electrical contacts may result in equipment malfunction or failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head malfunctioned at the part which was connected to the main body. There was no patient involvement.